Event description:
The customer was hospitalized for low blood glucose. The cause of low sugar level was unk at the time of call. Troubleshooting was performed. The programming and bolus history were accurate.the customer stated that she did not eat breakfast and felt dizzy. Suggested customer call md to discuss possible causes of low bg.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore cosider this report complete.